Event description:
Additional information was received patient¿s infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-03974. 1627487-2020-03975. 1627487-2020-03976. It was reported patient developed (B)(6) infection in her neck incision. As a result, the patient is currently on antibiotics.